Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant or installing the implant too deep, possibly exacerbated by poor imaging.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were placed. The patient complained of radicular pain two days following the initial procedure. The surgeon determined that the superior positioned left side implant was impinging on the nerve root. One week after the initial procedure, the surgeon performed a revision procedure where he removed the superior positioned implant. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.